Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there are no similar complaints for this lot number. The pusher body coil was returned for evaluation. The hypotuibe was not returned. The heater coil was noted to be bent and the yellow solder joint is broken. An adequate evaluation of the device could not be performed due to the lack of device components returned. Based on the information provided, the root cause for the event could not be determined. The device was used for treatment.

Event description:
It was reported that the coil failed to detach. During the attempt to withdraw the coil, the coil fractured at the tip of the pusher, leaving a long segment of the detached coil covering the entire segment of the left vertebral and basilar artery. The coil segment was anchored at the level of the proximal vertebral artery by two stents. There was no reported patient injury.